Event description:
The patient placed the spike of the y set at the wrong place where the port of solution bag should have been in clean flash. The spike of the transfer set spiked the spike of the y set. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4).the cause of this incident was determined to be use error.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4).this complaint could not be confirmed since there was no sample. The complaint does not involve allegation of any product malfunction. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.